Event description:
Loss of integration. Everything was fine and after couple weeks after losing the implant, the patient opened and showed that he lost one of the implants sleep.

Event description:
Loss of integration. Everything was fine and after couple weeks after losing the implant, the patient opened and showed that he lost one of the implants sleep.